Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved too deeply upon final deployment, resulting in severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve 8 mm higher, resulting in trace pvl. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the too deep positioning of the valve during implant as it was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.